Event description:
Pt had a hemodialysis graft angioplasty. When the balloon was removed from the pt, it was noted to be not intact. It appeared to be rolled up on itself from both distal and proximal ends and broken in the center. Balloon parts unrolled and appeared to be present.